Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information: doctor feels the tissue thickness played a significant role in the inability to fire the 1st two staplers. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if the orange band the surgeon is referring to is the orange band on the device trocar (vs the anvil that is currently stated in the event description)? Was the surgeon able to attach the anvil to the device?

Event description:
It was reported that during an unknown procedure, the doctor attempted to connect the device to the anvil, however, the doctor stated he could not see the orange indicator on the anvil due to an abundance of tissue. When attempting to dial down the orange indicator into the green range, the device failed. The doctor removed the device and attempted the procedure with a second like device. The same issue occurred with the second like circular stapler. The doctor removed the second device and used a contour stapler to obtain a new staple line and lessen the tissue mass. Third stapler was used to complete the procedure. There were no patient consequences reported. This is all the information known/available regarding this event.